Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury. The customer described lava 18 appeared in the ima after the endoleak was filled. The patient was admitted for observation for the possibility of small bowel ischemia. Ischemia is a potential complication described in the IFU as well as non-target vessel embolization. Follow up request for information on the patient status were sent. No additional patient information was received since hospital asked not to be contacted. Batch record review showed the device was manufactured to released specifications and had passing quality test results.

Event description:
During embolization procedure, lava 18 appeared in the ima after the endoleak was filled. Patient admitted for risk of small bowel ischemia. The patient was admitted for observation.